Event description:
It was reported that the patient was having severe headaches and pain in his shoulder while treating with the spinalpak assembly. The patient reported that the symptoms started 7 hours into the third day of treatment. The patient is placing the electrodes on both sides of his neck. The patient had pain before treating with the spinalpak, however it was not as intense. The patient is under the care of a pain management case worker. The patient took the spinalpak off and after a few hours, the headache started to subside. The patient contacted his doctor and was advised to stop using the device for the weekend and try to treat again the following week. The patient also contacted his pain management case worker who increased his gabapentin medication from three times a day to four times a day. The patient reduced his treatment time with the spinalpak assembly to 8 hours a day. The patient reported that with the reduction in treatment time he is only experiencing a mild headache. The patient spoke with his doctor to determine if the reduction in treatment time was okay and the doctor advised the patient to contact the sales representative. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The patient stated that he did cut down his treatment to 8 hours a day. He gets a little tiny headache. The patient spoke to his doctor to see if it was ok to treat for 8 hours only. The doctor told him to call zimmer biomet. The patient called zimmer biomet 4 weeks later and stated that he was using the spinal pak about 8 hours a day with no issues. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H10: additional narratives / data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) of 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was having severe headaches and pain in his shoulder while treating with the spinalpak assembly. The patient reported that the symptoms started 7 hours into the third day of treatment. The patient is placing the electrodes on both sides of his neck. The patient had pain before treating with the spinalpak, however it was not as intense. The patient is under the care of a pain management case worker. The patient took the spinalpak off and after a few hours, the headache started to subside. The patient contacted his doctor and was advised to stop using the device for the weekend and try to treat again the following week. The patient also contacted his pain management case worker who increased his gabapentin medication from three times a day to four times a day. The patient reduced his treatment time with the spinalpak assembly to 8 hours a day. The patient reported that with the reduction in treatment time he is only experiencing a mild headache. The patient spoke with his doctor to determine if the reduction in treatment time was okay and the doctor advised the patient to contact the sales representative. It was reported that no further information is available.